Event description:
Myocardial infarction, evalated blood glucose levels, weak and tired[myocardial infarction], elevated blood glucose levels[blood glucose increased]. Case description: a patient was introduced to an induo insulin doser and novolin 70/30 penfill (insulin human, biosynthetic) in july 2002 due to diabetes mellitus type ii, reported that pt felt weak and tired and was hospitalized on the following day with a mild myocardial infarction and elevated blood glucose levels. In a conversation with the patient, pt stated that they administrated two doses of insulin using the induo doser in 2002 and that the push button would not lock in place when pt depressed it during the injections. The patient also reported that they did not feel well that evening and during the entire night. In 2002 pt's blood glucose levels, which usually range between 120 - 150 mg/dl, elevated to more than 200 mg/dl and pt felt very weak and tired. When pt attempted to administrate their morning dose of insulin with the induo, the push button broke off so pt was unable to use it. The patient then used a conventional insulin syringe to withdraw insulin from the novolin 70/30 penfill cartridge and took their injection. Around 3 or 4 p.m. Pt began to experience chest discomfort and was brought to the local hospital emergency room by one of their family members. While in the emergency room, the patient's cardiac enzymes were found to be elevated (lab values unknown) and pt was diagnosed with a mild myocardial infarction. Pt was then admitted to the hospital for treatment (unknown) and observation. 2 days later, the patient underwent a coronary artery catheterization procedure and pt was discharged from the hospital 2 days later. The patient was diagnosed with diabetes in 1991 and has a history of a previous myocardial infarction in 1997. The patient has recovered from the event. Comment: based on follow-up information received on 07/2002 this case has been reclassified from non-serious to serious (information of hyperglycaemia, myocardial infarction and hospitalization). Coronary heart disease is a known complicaiton for patients with diabetes and the risk of myocardial infarction is, therefore, elevated. In this case the patient also has a history of myocardial infarction. Studies have indicated that acute hyperglycaemia may be a determinant of the extent of myocardial infarction (in dogs) (kersten et al, am j physiol-heart and circ physiol, 278(4) p h1218, 2000).